Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately a 5 centimeter mucosal tear occurred near the gastroesophageal junction and into the patient's hiatal hernia. This occurred on the third ablation of the first pass. First two ablations went normally and balloon diameter was approximately 21 millimeter in each. The third ablation caused the trauma and the physician reported the balloon diameter went up to 30 millimeter before treatment. Patient status was okay out of the hospital.